Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a malfunction of a ventilator¿s lcd display. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. Due to dead pixels on the lcd display, the technician recommended replacing the device's system board to address the issue. Additional findings not related to the malfunction/issue: damaged overlay. New information: **correction** this event was open for review for a bipap a30, silver series. The findings of "dead pixels on the lcd display" is not reportable as it doesn't affect the device's ability to provide therapy. No report is necessary at this time.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s lcd display. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. Due to dead pixels on the lcd display, the technician recommended replacing the device's system board to address the issue. Additional findings not related to the malfunction/issue: damaged overlay.